Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint of run-on could not be duplicated. The device had no power. The ebox was replaced and the device was returned to the customer.

Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was patient involvement or adverse consequences.